Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to hemorrhagic stroke. On (B)(6) 2022 at 14:04, the patient was noted to be aphasic with right sided weakness and quickly became encephalopathic and was taken for stat computed tomography (CT). The CT scan showed intracerebral hemorrhage and that the patient had a large mixed density frontal intracranial hemorrhage (ich) extending bilaterally. There was 5 mm of midline shift and the lateral ventricle was significantly compressed with near complete effacement. The patient was then transferred to the intensive care unit (ICU) where the patient was noted to have a left nonreactive pupil with anisocoria consistent with the left being larger than the right (3mm versus 2mm). The patient was no longer able to protect their airway and was intubated. The patient was transferred to another hospital for neurosurgical intervention. Their support was withdrawn on (B)(6) 2022.